Event description:
The customer reported that he lifted the insulin pump and insulin was coming out through the quick release, despite the fact that his basal rates were on hold. The drive support cap appeared normal. The only alarms in the insulin pump history were low reservoir alarms. The customer was advised to assemble a new set and reservoir. He stated when he removed the reservoir, he felt some pressure release. There was no visible leakage or moisture in the set. The tubing was slightly damaged. It was explained that it was normal for some insulin to come out from the tubing due to gravity. The customer's blood glucose was 110 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).